Event description:
It was reported the patient received the following results within 15 minutes: readings between 150 mg/dl-200 mg/dl on nurses professional meter, and readings between 350 mg/dl-400 mg/dl on aviva meter.